Event description:
It was reported that the patient presented in the emergency room feeling weakness. Upon interrogation it was noted that the right ventricular lead exhibit loss of capture. Programming changes were performed. The patient was in stable condition. However, the patient was scheduled for a lead revision. During the lead revision the physician decided to upgrade the patient to a leadless pacemaker. The right ventricular lead was turned off. The patient was in stable condition post-procedure.